Event description:
It was reported that after a percutaneous transluminal coronary angioplasty with stent implant, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, an issue occurred during retrieval of the suture. The device was removed over a guide wire and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue was confirmed. Analysis of the device revealed that although the anterior and posterior cuffs successfully captured their respective needles, the link detached at the swage-end of the anterior cuff during needle plunger retraction, which subsequently resulted in a failure to retrieve the suture as reported. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.